Event description:
It was reported that the device exhibited a primary audible background test error. The device evaluation noted a damaged speaker. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the speaker was the root cause. The speaker was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.